Event description:
The manufacturer received information on a dreamstation device alleging the device seems to be making a peculiar odor like something is too hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.